Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customers reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 159 hours of extended tests at the customer's settings. A battery duration test was performed, and it passed. The ventilator also passed the troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator shut down while in use on a patient. The customer is unsure if there was any patient harm associated with this reported event.